Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes as no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided. Device technical analysis: the ams 700 momentary squeeze (ms) pump was visually inspected; no leaks were found. The tubing was identified to be cut down to the pump block. The tubing was not returned for analysis. The contamination was found inside pump. The pump was not functionally tested due to contamination. Product analysis was unable to confirm the reported events. An investigation conclusion code of cause not established was chosen because the tubing was not returned for analysis. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Risk review: a review of the ams700 hazard analysis was completed and confirmed that the event was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to device labeling. The manual was unlikely to be the cause of the reported complaint.

Event description:
It was reported that the patient had the inflatable penile prosthesis pump component removed as the device was not working properly. The patient visited the hospital two weeks before surgery. The inspection revealed that the pump had a rupture that caused saline water leakage in the reservoir connecting tube. The cause of the tube crack has not been provided by the hospital. Following the revision surgery, the patient improved and the event resolved

Event description:
It was reported that the patient had the inflatable penile prosthesis pump component removed as the device was not working properly. The patient visited the hospital two weeks before surgery. The inspection revealed that the pump had a rupture that caused saline water leakage in the reservoir connecting tube. The cause of the tube crack has not been provided by the hospital. Following the revision surgery, the patient improved and the event resolved.